Manufacturer narrative:
It was reported that a revision surgery was performed due to swelling and pain. Liner, head and stem were removed. The associated head and liner, used in treatment, were returned and the stem is not returned. A lab analysis conducted during this investigation noted that the inspection of the head did not reveal any unusual or unexpected markings. The polyethylene liner did not show any abnormal wear or markings. There is nothing visually to indicate these components contributed to the issues requiring revision surgery. A review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. This reported failure has been identified in the instructions for use and risk management files. No relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Some potential causes of the reported event could include but are not limited to traumatic injury, joint tightness or patient reaction. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to swelling and pain. Liner, head and stem were removed.